Manufacturer narrative:
See manufacturer¿s report # 3004209178-2020-13270 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated that the patient claimed their doctor told them the ins was not working and they want to do a procedure to replace it. The caller had no further information. No patient symptoms were reported.